Manufacturer narrative:
H6: analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 90% stenosed, heavily calcified, slightly tortuous lesion in the left coronary artery. Three low speed treatments were performed. During the first treatment, the oad crown jumped and made contact with the viperwire advance guide wire, which led to the viperwire fracturing. As a result, a perforation occurred. A balloon tamponade was used in an attempt to stop the bleeding, however, was unsuccessful. A stent was placed to stop the bleeding. The viperwire advance guide wire tip was entrapped and remained in the patient. The patient was admitted to the intensive care unit (ICU) for observation and discharged.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The viperwire advance guide wire and oad were returned to csi for analysis. There was no damage or abnormalities observed with the driveshaft or handle assembly that could have contributed to the event. When tested, the oad functioned as intended with no crown jumping observed. Review of the device data log did not identify any events that could have been related to the event. A fracture was observed at the spring tip proximal solder bond with the spring tip lodged within the driveshaft tip bushing. Due to the spring tip being lodged within the driveshaft, the fracture occurred due to the spinning driveshaft contacting the spring tip. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).